Event description:
The plan is to turn the device on, and the neurologist planned to perform another test to confirm the infection was no longer present. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the infection has clinically resolved and the device has been programmed back on.

Event description:
It was reported that the patient was hospitalized due to an unclear reason. The patient did not have a fever but was being monitored by a pediatrician and infectiologist. Further information received on (B)(6) 2013 revealed that the patient was recovering well and was fine after signs of infection. The patient reportedly developed a fever but had since decreased. The signs of infection had ended. The patient was admitted to the hospital on (B)(6) 2013 after signs of infections at the generator site were observed a few days prior. The patient was prescribed antibiotics. The physician believed that there was no relationship of the infection with the generator, as the generator was noted to be sterile and the infection was due to s. Aureus. The infection is believed to be due to "post-surgical care", but it is noted that it is difficult to determine exactly. No patient manipulation or trauma occurred that is believed to have caused/contributed to the infection. Further follow-up with the neurosurgeon on (B)(6) 2013 revealed that the infection was almost clinically ended, and there were no positive cultures anymore.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.